Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to touch contamination. The patient was hospitalized on the same day as the onset. On an unreported date, the patient was treated with ceftazidime (1 gram, intraperitoneal and daily) and amikacin injection (250 mg, intraperitoneal and daily) for peritonitis. At the time if this report, the patient was recovering. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.